Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-00082. The patient (B)(6) is implanted with two percutaneous leads from different lots. It was reported the patient is not receiving effective therapy coverage from his scs system and will utilize a different therapy regime for his pain management needs. The patient's sjm scs devices will remain implanted.